Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc (printed circuit board assembly/ analog digital converter) reference failure, and the screen turned black. The device was replaced with another ventilator. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer (fse) replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.